Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30684. It was reported stimulation was unable to be increased. When the amplitude was increased, the system automatically reduced the strength and a message indicating 'strength was decreased, the generator is unable to deliver desired strength' was displayed on the patient programmer. Patient indicated suffering a fall approximately 2 weeks prior to the issue occurring. Diagnostics indicated high impedance readings on multiple lead contacts. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information found the lead was explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.